Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/19/2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected that were related to the complaint. The receiver log was reviewed and did not find any errors. The reported event of a hardware error was not confirmed. A root cause could not be determined.